Manufacturer narrative:
After ise (ion-selective electrode) scheduled maintenance was done, the electrolytes were calibrated and all controls run and passed. Extra sample probe cleaning was suggested utilizing the diagnostics level sense testing procedure. Electrolytes were recalibrated and controls run and again all passed. The "low gap" samples were rerun and the anion gaps improved matching the other instrument. A followup call was made on (B)(4) 2010 and the anion gaps are recovering properly and comparable to the other instrument. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report negative anion gaps were obtained when using the synchron lxi 725 system. The samples were retested using another synchron lxi 725 system. The anion gaps increased by 7-10, and were considered correct. The samples were again retested on the initial synchron lxi 725 system after sample probe cleaning was completed. The anion gaps improved to agree with the results obtained on the second instrument. The number of samples is unknown. It is unknown if erroneous test results were reported or if there were any affect on patient treatment. There were no deaths or serious injuries reported with this event.